Event description:
It was initially reported that after completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced left upper extremity weakness with no noted intervention. It was further reported by the physician that the patient suffered a new acute stroke. The patient's clinical condition after the completion of the procedure was stable.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Manufacturer narrative:
Based on the additional information, the initial MDR report is being retracted as there is no evidence that a silk road medical device caused or contributed to an adverse event or that a malfunction occurred.

Event description:
Silk road medical inc. Received additional information indicating that the physician determined the new acute stroke was due to atrial fibrillation and unrelated to the transcarotid artery revascularization (tcar) procedure.